Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 575 mg/dl at the time of incident. The customer¿s current blood glucose value was 600 mg/dl. Auto mode feature not active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was getting bolus deliveries but does not think that she getting her basals. Customer stated insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.